Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) confirmed by continuous glucose monitor (cgm) during the early morning hours of (B)(6) 2017. Last bolus request made before low bg level recorded was at 7:52pm on 07/21/17. Basal rate lowered at midnight from .9 u/hr to .5 u/hr. There were no erratic basal rate adjustments. There were no obvious requests or deliveries that would cause low bg levels. The customer completed a cgm calibration at 1:00 am, calibration value 143 while cgm reading was 158. There is no evidence of device malfunction.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had a blood glucose (bg) level of 30 mg/dl and juice was consumed to address the bg level. The customer did not know the cause of the low bg. As the customer was not experiencing a low bg at the time of the report, tandem technical support advised the customer to discuss the event with a healthcare provider.